Manufacturer narrative:
(B)(4). Off label (implanted to treat ruptured aneurysm).

Event description:
An endurant ii stent graft system were implanted for the endovascular treatment of a 5.8 cm diameter abdominal aortic aneurysm. The proximal neck was mildly angulated. There was mild proximal neck thrombus. The proximal neck was mildly calcified. The right and left iliac arteries were mildly calcified. The proximal neck measured 21, 24 mm in diameter and 16 cm in length. The right iliac common artery measured 12, 16, 19 mm in diameter and 45 mm in length. The left common iliac artery measured 12,14,19 in diameter and 51 mm in length. The right internal iliac artery measured 17 mm in diameter. It was reported that the patient's one year follow up CT scan showed that the aneurysm had shrunk and there was no endoleak. No further follow up was done after the one year follow up CT scan. The patient presented to the ER with pain and hypotensive. There was an active rupture and the aortic neck at the level of the renal arteries measured 26 mm with a proximal type I endoleak. The patient received treatment. The plan was to sacrifice the small left renal artery and snorkel the right renal artery while extending up to the level of the sma with a cuff. The physician extended up to the superior mesenteric artery (sma) gaining 2.5 cm in length. The aorta at the level of sma measured 22 mm. An endurant ii cuff was placed at the level of the sma and the right renal artery was snorkeled. Follow up angiogram showed little flow in the renal artery which the physician stated was due to spasm. The proximal type I endoleak persisted. The physician stated it was because the bare springs of the bifurcate were keeping the cuff from apposing in the angled neck. The physician then extended the renal artery snorkel up to the level of the celiac artery and snorkeled the sma to the level of the celiac artery. The physician placed an endurant ii cuff to just below the celiac artery. Follow up angiogram still showed little flow into the right renal artery, but the endoleak resolved. The sma was highly patent. It was also reported that the right iliac limb was not apposed distally, but there was no distal endoleak due to proximal apposition. The physician extended the right limb with an endurant ii cuff to ensure a seal as the right iliac artery had dilated distally to 24mm. The patient's blood pressure was stable on vasopressors throughout the procedure but the patient received several units of blood and fluids. The patient had urine in the foley catheter during the procedure but it was heavily tinged with blood. The patient's belly was distended and a open procedure was done to evacuate blood and aid in respiration. The patient is currently on dialysis and remains intubated. Per the physician, the event was related to the procedure. It was later reported that the patient was not able to come off the ventilator and expired on an unknown date due to pulmonary issues. The physician stated that the patient death was not stent graft related.